Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after implant. No adverse patient effects were reported. The patient is to undergo a revision procedure in the near future. At this time, this product remains in-service.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Additional information indicates that no revision procedure has been performed. The patient's pacemaker was left programmed to pace/sense in the ventricle only at 40 paces per minute. No further action will be taken at this time.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.